Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-apr-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. During a normal pump replacement procedure it was found that the catheter was disconnected at the distal spinal segment, superior to the anchor. The catheter was unable to be found. It was reported that the catheter was old and may have contributed to the issue. The catheter was replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.